Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This investigation report indicates that the pedicle screw disassembled during surgery. The visual inspection of the device showed that the conical elements had been pulled out of their original position. Pangea screws may suffer from above described damage when handled in a certain manner. This issue has been addressed and corrective action was initiated. A review of the device history record revealed that the present screw was manufactured within accordance to its specifications.

Event description:
The pedicle pangea polyaxial screw disassembled during surgery. The screw was inserted too deep and went through the anterior wall of the vertebral body. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Female. Event date: (B)(6) 2011. Returned to manufacturer: (B)(4) 2011.